Event description:
Information was received that the left distal screw failed as there was loosening of the pedicle screw at l4. It was additionally reported that the screw cut through the medial vortex of the pedicles at l3 and the transpendicular screws passed medial and inferior to the pedicles at l3 and l4. The date of onset was reported to be (B)(6) 2021. The complication was resolved during a planned surgical procedure in which the hardware was removed. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.